Manufacturer narrative:
Pending.

Event description:
It was reported that the device responded with an error during the test. There was reportedly no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device responded with an error during the test. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the capacitor and labor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Updated codes.